Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive, preventing normal operation and software update, and a replacement device was arranged while the user¿s blood glucose remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no interruption in glucose monitoring as the user could continue cgm use with the dexcom app or receiver. Investigation included customer service troubleshooting and arrangements for shutdown of the device via the settings menu and return for evaluation. Investigation of this case revealed a probable hardware malfunction isolated to the sleep/wake button, with no associated alerts or alarms and no effect on glycemic control. It was concluded that the event was device-related to the user interface hardware and did not result in patient injury or require medical intervention.